Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display and the buttons were not responding at all. The customer¿s blood glucose level was 107 mg/dl at the time of the incident. Customer reported that the insulin pump had trace pointers are invalid alarm. Customer states that numbers are not ramping on their own. Customer states the scroll bar is not moving with no input. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test. Device received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Device powered up properly after battery installation. No blank display noted during testing. No unexpected pump error 68 alarms noted during testing. (B)(4).